Event description:
The reason for call was patient reported that the implant battery used to be at 60% when they would go to charge it every other day and it has slowly gone down like to 50%. Patient added today the implant battery was on red, which it has never been on before, and they charged it 2 days ago. Patient stated they have not made any therapy changes. Agent reviewed implant battery depletion rates are based on therapy settings and usage and advised patient to monitor and redirected to mdt rep to further address, if needed.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.